Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number under d4 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision (B)(4) of procedure (B)(4) a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009576, in question was manufactured at the reynosa site. DHR review: the lot 6009576 was manufactured according to the work instruction (wi) version 117 and manufacturing in the line li103 on 04-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing lot 4j05603 was manufactured according to wi version 65 and manufactured in the machine sc09, on 29-sep-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing lot 4j03189 was manufactured according to wi version 65 and manufactured in the machine sc09, on 16-sep-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing lot 4h05704 was manufactured according to wi version 65 and manufactured in the machine sc09, on 30-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 21-sep-2025. The blockage was at the site. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.